Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge circuit board and it's connections were reseated as well as the cine drive. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a cine disk not available error message. There is report of pt injury.